Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 513 mg/dl. Reportedly, the customer had been using expired insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction injection to address the bg. Customer to replace supplies as necessary and resume insulin.